Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports that the lancet remained protruding from the safe t- pro plus lancet. The nurse received an accidental finger-stick from the lancet, but no medical treatment was required. No adverse event reported. Requested return of suspect device and replacement was sent.